Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got hospitalized due to low blood glucose on (B)(6) 2017, with blood glucose too low to be read at the time of the incident. The pump is missing the retainer ring but has not been dropped or bumped. The pump had pump error 4 and 15 in pump history, which were resolved by updating the time and date and rewinding the pump. The pump was showing the wrong time and date at the time of customer's hospitalization. Customer also complained of failed battery alarms and the pump shutting off. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to perform displacement test, occlusion test or displacement accuracy test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. No pump error or failed battery test noted. However, the power management tool confirmed low battery alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit properly downloaded to carelink 100%. Unit received missing reservoir tube o-ring, cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage and minor scratches on lcd window.